Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: pain when standing up from a seated position and persistent swelling. On (B)(6) 2022: pain when standing up from a seated position and persistent swelling over the medial side of the ankle. Walking stick is being used to help mobility. Limited motion in the ankle and on standing the foot is in slight valgus. On (B)(6) 2023: no change. Ongoing pain. Plan for ankle arthroscopy, debridement and biopsy on (B)(6) 2023: arthroscopy. No implants removed. This record correspond to the event above. On (B)(6) 2023: no change. No evidence of infection or loosening from arthroscopy. Pain continues. Plan for spect CT and review. On (B)(6) 2024: spect CT performed - showed activity in inner aspect ankle and this probably represents some arthritis in the gutter of the ankle which is not replaced in an ankle replacement. Surgery to be undertaken on (B)(6) 2024 to have ankle joint explored, remove scar tissue for medial gutter and replace polyliner. On (B)(6) 2024: elective exploration - ankle gutter debridement, exchange of poly (left). Discharge (B)(6) 2024 this event is covered under 20243722366, 20243722367, and 20243722368.

Manufacturer narrative:
The reported event could not be confirmed based on available information. The device inspection was not possible as the product is not returned for investigation for clinical cases. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: pain when standing up from a seated position and persistent swelling. On (B)(6)2022: pain when standing up from a seated position and persistent swelling over the medial side of the ankle. Walking stick is being used to help mobility. Limited motion in the ankle and on standing the foot is in slight valgus. On (B)(6) 2023: no change. Ongoing pain. Plan for ankle arthroscopy, debridement and biopsy on (B)(6) 2023: arthroscopy. No implants removed. This record correspond to the event above. On (B)(6) 2023: no change. No evidence of infection or loosening from arthroscopy. Pain continues. Plan for spect CT and review. On (B)(6) 2024: spect CT performed - showed activity in inner aspect ankle and this probably represents some arthritis in the gutter of the ankle which is not replaced in an ankle replacement. Surgery to be undertaken on (B)(6) 2024 to have ankle joint explored, remove scar tissue for medial gutter and replace polyliner. On (B)(6) 2024: elective exploration - ankle gutter debridement, exchange of poly (left). Discharge on (B)(6) 2024 this event is covered under: (B)(4).